Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the station. A technical support specialist (tss) found that the patient appeared in facility search because it was valid at the server. However, the unit and area configurations were incorrect, preventing the patient from displaying at the station (unit missing from the area and the unit not checked in the area configuration). The tss informed that the customer that correcting the units and areas would allow the patient to appear normally, and that facility search at the top right of the station screen could always be used as an alternative. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a bed mapping failure occurred, resulting in nicu patients not crossing over to the nicu pyxis unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.